Manufacturer narrative:
Follow-up # 1 date of submission 09/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/27/2016 with the following findings: during investigation, a visual inspection showed that there were multiple cracks in the battery compartment. Due to the battery compartment crack, the returned battery cap and a test cap were not able to tighten securely and were difficult to remove from the pump. However, the returned battery cap was able to fully tighten to a test pump and be removed with no defects. The battery cap contact height and width measurements were within specifications. Rust and moisture corrosion were observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no moisture corrosion was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
Follow-up # 2 date of submission 09/22/2016 ¿ a correction to the product analysis results indicates that the statement ¿the returned battery cap was able to fully tighten to a test pump and be removed with no defects¿ was incorrect and should be deleted from the manufacturer¿s narrative. The correct information is, ¿due to the battery compartment crack, the returned battery cap and a test cap were not able to tighten securely and were difficult to remove from the pump.¿ this was included in the original submission.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.